Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker has chronic atrial fibrillation and atrial noise markers were observed at the electrogram. When testing sensitivity under sensing of atrial flutter was observed. The device was reprogrammed but further review was recommended. The pacemaker remains in service. No adverse patient effects were reported.